Manufacturer narrative:
H.6. Investigation: three 10ml syringes in fully sealed blister packs from batch 9170912 (p/n 302995) were received and evaluated. It was observed two of the syringes contained very few scale markings and one syringe contained most of the scale with missing and smeared print above the 6ml marking. All three syringes contained a rejectable amount of missing print per product specification. Potential root cause for missing print is associated with the marking process. There was likely an insufficient ink flow to the pad through the manifold resulting in missing print observed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Assembly records and machine logs were inspected during this DHR review. Missing print was found during one of the subassembly batches and resulted in product requalification and adjustments to the printing process. Batch 9170912 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
Material no.: 302995 batch no.: 9170912. It was reported that before use of the bd syringe luer-lok¿ tip some of the syringes are missing some of the graduated markings while others are blank. The following information was provided by the initial reporter: some of the syringes are missing some of the graduated markings while others are blank. There were indeed 15 syringes that either have no measures on them or smudged measurements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 302995, batch no.: 9170912. It was reported that before use of the bd syringe luer-lok¿ tip some of the syringes are missing some of the graduated markings while others are blank. The following information was provided by the initial reporter: some of the syringes are missing some of the graduated markings while others are blank. There were indeed 15 syringes that either have no measures on them or smudged measurements.